Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact details: name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). Department: biomed occupation: biomedical engineer it was reported that while completing preventive maintenance getinge field service technician (fst) found that the cardiosave intra aortic balloon pump upper display was damaged by unknown flaky substance (potentially contrast media). Damage to display is not affecting functionality of the device at this time. Replaced damaged upper display. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. This part was received with a reported unit failure message of damaged upper display by unknown flaky substance. Performed visual inspection of this part received and found upper display condition was bad with flaky substance. The failure analysis and testing department verified the failure message of damaged upper display by unknown flaky substance. Retaining display in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) it was discovered upper display was damaged by unknown flaky substance (potentially contrast media). Damage to display is not affecting functionality of the device at this time. There was no patient involvement.